Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia and questioned why the ilet system delivered more insulin than expected, with a contemporaneous fingerstick glucose of 74 mg/dl; device dosing during meal announcements appeared consistent on recent reports, and the user acknowledged altering weight settings and making ¿less than¿ meal announcements. Investigation included review of available dosing reports, user interview, and counseling on proper use and contacting the healthcare provider. Further investigation of this case revealed likely algorithm maladaptation related to user manipulation of inputs rather than a device malfunction. Symptoms included low glucose with nocturnal alarms and the need to eat to treat lows. Outcomes included user inconvenience and disrupted sleep without injury, emergency care, or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was user-related with no confirmed device failure, and the user was advised to use the system as intended and consult the healthcare provider regarding potential adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.